Event description:
The report stated that during a procedure, the hand piece in use with a forcetriad generator was not producing enough power to function properly. The hand piece was tried with another forcetriad generator but the surgeon stated that there was still not enough power generated. Two additional hand pieces were tried on both generators with the same result. The laparoscopic procedure was converted to an open procedure to finish the surgery. The pt fully recovered. Reports on the two additional hand pieces can be found on 1717344-2009-00057 and 1717344-2009-00058.

Manufacturer narrative:
The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.